Event description:
During evaluation of a returned homechoice machine, it was discovered in the logs that in drain 6 of the therapy session started in 2008, the ultrafiltration (uf) reading was 1784. The patient's programmed fill volume is 2000 ml. This uf reading indicates the pt drained 1784 ml more than the programmed fill volume for a total drain of 3784 ml. Product surveillance placed a follow up call to the home patient regarding the overfill discovered during evaluation. The home pt did not remember therapy on the date in question and could not provide additional details. He did not recall any adverse events/symptoms associated with the large drain volumes reported and stated his therapy is going well. There was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
The returned homechoice machine was evaluated in the product analysis laboratory (pal). Three simulated pt therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device's pneumatic system was evaluated and no problems were revealed. All pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were revealed and all connections were correct and secure. A review of the device service history revealed no past trends. Review of the machine's event log and cycle by cycle ultrafiltration (uf) log, an overfill was discovered in drain 6 of the therapy started in 2008. Based on a review of all available data, the most probable cause for the overfill was determined to be insufficient drain when multiple cycles advanced to fill when a slow/no flow condition occurred above the minimum drain volume threshold. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The homechoce machine will be routed to the service area for refurbishment.